Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Event description:
This is a spontaneous report by a physician from the (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent and peritonitis was suspected. That day, the patient began treatment with vancomycin 50 mg four times daily and ciproxin 50 mg four times daily. On (B)(6) 2010, extraneal therapy was discontinued. Physioneal and nutrineal were ongoing. The patient did not experience an exit site or tunnel infection and did not routinely reuse supplies. No drug additives had been added in the pd solution and the patient did not mix any of the solutions together. The patient was not recovered and treatment with vancomycin and ciproxin was ongoing. The physician considered the peritonitis related to extraneal, physioneal, and nutrineal therapies as all processes were evaluated and they could not find an alternative explanation.